Event description:
It was reported that the silicone that covers the shaft for rhyming is twisted in the middle (where the bone callus is located). From the force that the specialist makes to be able to rhyme the canal, the system is disarmed by the part of the yellow plug. The specialist was asked to stop to review the system and perform the change of the plug and the internal rod, to be able to finish the rhyme; with effort and difficulty the procedure is finished resulting in damage to the tree, a broken yellow plug and at the end of the 12.0 mm drill used, the anchor pins were broken but even so the canal could be made for the placement of the nail. Despite what happened and mentioned above, the surgery was completed successfully, without affecting the patient and without alterations in the surgical times of the procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the reamer head f/ria 2 ø12 was found to be broken from the prongs. The fragments were observed in the visual evidence provided. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for reamer head f/ria 2 ø12. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: product code: : 03.404.020s. Lot number : 11178p5. Release to warehouse date : 19.mar.2024. Expiration date : 01.mar.2034. Supplier: depuy synthes products, inc. Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.